Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient was hospitalized due to a hypoglycemic event. The patient had a low blood glucose (bg) value of 20mg/dl. It is unknown if hypoglycemic event was related to dexcom cgm system. Additional event or patient information is not available. No product or data was returned for evaluation. The reported hypoglycemic event was not confirmed. A root cause could not be determined.